Event description:
One patient sample on an infant gave initial crp result of 174 mg/dl. Same sample repeated gave result of 1 mg/dl. Same sample repeated on different instrument using same method gave result of 143 mg/dl. If additional information is received, appropriate notification will be provided.